Event description:
It was reported that the user experienced difficulty attaching certain connectors to the ilet, as some would not fully rotate or lock to the right, consistent with a fitting problem involving the connector/coupler; replacement connectors were provided and troubleshooting and education were completed. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting issue. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.